Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the right atrial (ra) channel. The health care professional (hcp) had a question on storage of atrial tachy response (atr) episodes. Technical services (ts) answered the hcp's question and noted that the device also exhibited low out of range pacing impedance. The device remains in use. No adverse patient effects were reported.